Event description:
It was reported by the surgeon post op, an adjustable gastric band procedure, the port had rotated on its side, the tubing was kinked, the strain relief was separated from the locking connector but was not free floating on the tubing. In addition, multiple pin holes were seen along the band tubing. The port was replaced. The surgeon reports that a port revision surgery had occurred prior to this event. The pt is fine.

Manufacturer narrative:
Date sent: 10/28/2009. Device was not returned for eval.